Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist requested the customer service representative (csr) follow-up with the patient to obtain additional information, however the patient could not be reached. The complaint was therefore classified based on the csr documentation. The patient stated that the meter issue began sometime in august 2016 (exact date not specified). The patient allegedly obtained a result of 259mg/dl using the subject meter compared to a result of 205mg/dl using another meter (brand unknown), both measurements within 30 minutes of each other. Based on statistical methodology, the difference between these results falls within lifescan's criteria for accuracy. It is unknown how the patient usually manages his diabetes, and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of lightheadedness and sweatiness an unspecified amount of time after the alleged issue began. It is unknown if the patient received any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and an approved sample site was being used at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.